Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the emergency room after they fell down the stairs and received two shocks. The patient reported that they recently quit some psyche medication and were recently undergoing care at a mental health facility, but when released got intoxicated and involved in a bar fight which led to the fall down the stairs. Upon review of the stored episodes, it was determined that the shocks provided were inappropriate as a result of oversensing noise signals. Additionally, low amplitude r-waves were observed. Technical services (ts) was consulted and recommended programming and troubleshooting options. Subsequently, the device was reprogrammed. Additional information was received that at a later date, the patient received another inappropriate shock. Ts was consulted again for review of the episode. Upon review, it was found the patient experienced one inappropriate shock as a result of oversensing the patient's t waves, which in turn, induced ventricular fibrillation (vf) and the device delivered a total of four additional shocks and successfully converted the arrhythmia. Device reprogramming and device optimization was performed. Ultimately, the patient underwent additional intervention and the device system was explanted due to therapy induced arrhythmia, inappropriate shocks, non-conversion of ventricular tachycardia (vt) or vf, oversensing, noise, and low amplitude r-waves. During the explant procedure, the physician noted that the device appeared to have flipped approximately 180 degrees inside the pocket. The patient denied twiddling or touching the device. The electrode has been returned to boston scientific for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the emergency room after they fell down the stairs and received two shocks. The patient reported that they recently quit some psyche medication and were recently undergoing care at a mental health facility, but when released got intoxicated and involved in a bar fight which led to the fall down the stairs. Upon review of the stored episodes, it was determined that the shocks provided were inappropriate as a result of oversensing noise signals. Additionally, low amplitude r-waves were observed. Technical services (ts) was consulted and recommended programming and troubleshooting options. Subsequently, the device was reprogrammed. Additional information was received that at a later date, the patient received another inappropriate shock. Ts was consulted again for review of the episode. Upon review, it was found the patient experienced one inappropriate shock as a result of oversensing the patient's t waves, which in turn, induced ventricular fibrillation (vf) and the device delivered a total of four additional shocks and successfully converted the arrhythmia. Device reprogramming and device optimization was performed. Ultimately, the patient underwent additional intervention and the device system was explanted due to therapy induced arrhythmia, inappropriate shocks, non-conversion of ventricular tachycardia (vt) or vf, oversensing, noise, and low amplitude r-waves. During the explant procedure, the physician noted that the device appeared to have flipped approximately 180 degrees inside the pocket. The patient denied twiddling or touching the device. The electrode has been returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.